Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23 mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 14 years, nine (9) months due to valve degeneration leading to severe aortic stenosis. The tavr procedure was performed with a 23 mm edwards transcatheter heart valve. Echocardiogram showed a well-seated valve with no perivalvular leak, normal contractility, and no pericardial effusion. Root aortography showed no evidence of a dissection or disruption. The procedure was successful. The patient tolerated the procedure well. The patient was hemodynamically stable following the procedure. The patient was discharged home on pod #2 in stable condition.